Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. There was no button error alarm during testing. The insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
It was reported by the customer's spouse, that the customer received a button error alarm. Customer's blood glucose level at the time 161mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.